Event description:
The medical team in japan had an impella cp support ongoing when there was thrombosis that developed at the pump explant. The team had to intervene and perform peripheral angioplasty/thrombectomy.

Manufacturer narrative:
The medical center in japan discarded all impella product at explant. No benchtop analysis to root cause is possible. The case investigation will be closed without root cause. Should more information be shared, that leads to root cause, a final report will be filed. The failure mode will be monitored and trended.

Event description:
Additional information noted that after impella was removed patient experienced lower limb ischemia in both legs and the thrombectomy was performed for both legs. Because of thrombectomy, resulted in reperfusion injury and then the patient was died due to this reperfusion. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information was provided in sections b2, b5, d6, h1, and h6.